Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed software error detected. The customer¿s blood glucose level was 13.0 mmol/l at the time of the incident. The alarm occurred during basal. The alarm was cleared. Check settings and re-enter as needed. Performed the self-test and did not pass. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. No unexpected pump error (B)(4) alarm noted during testing. However, pump error (B)(4) alarm found in the pump history due to software error. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube and scratched case.